Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The peripheral vision probe was analyzed and found in the cable adapter during initial visual inspection. Manually wiggling the cable adapter showed bubbles inside the cable adapter. However, the vision probe passed initialization on 1st through 5th installs but with horizontal lines on the images all through the lung mapping-registration. The fluid was extracted and approximately 4ml of cloudy fluids were captured. The vision probe was retested after the fluid extraction and generated no error or initialization failure on 6th through 10th installs; the vision probe had dim light on all total ten installs. The fluid intrusion is most likely the cause of the reported issue from the field. Additionally, the vision probe was found to have an initialization failure. The vision probe generated 45314 'dc err frozen surgeons video, 28203 eevt vision probe connection error' and 45310 'dc err lost surgeons video in' errors (with fluid intrusion) based on the in-house system logs. The in-house errors generated were observed when disconnecting the vision probe from the in-house system. The vision probe was able to perform lung mapping registration, but gridlines on the images were observed. Extracted 4ml of cloudy fluids from the cable adapter, installed back to the system with no initialization failure triggered on the system screen, passing from 6th through 10th install. Field logs on system were not available during log review. Visual inspection was performed, and no damage was observed on the connector pins. No damage was observed on the connector pins, leak test port cap, and vision probe key. Additionally, the vision probe was found to have no light/dim light failure. The vision probe was installed on the in-house system, and the led had a dim illumination for all 10 installs. However, an image was visible but with horizontal lines during all installs on in-house system. Visual inspection showed both illumination fibers were dislodged or not visible. The vision probe was found to have a dislodged illumination fiber/fiber bond failure. Visual inspection showed both illumination fibers were dislodged or not visible. The vision probe was found to have corrosion on the connector magnet. The magnet on the connector showed signs of corrosion on its surface. The vision probe was found to have a kinked shaft. The vision probe shaft was kinked at 675 mm location from the distal tip. The vision probe passed air leak test. The complaint was confirmed by failure analysis. The probable root cause is attributed to a combination of physical damage, creating an entry point for fluid, and improper reprocessing inconsistent with the labeling, causing fluid intrusion inside the endoscope. This combination can ultimately lead to damaged electrical and mechanical components. Physical damage may occur during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
It was reported that prior to the start of an ion endobronchial lung biopsy procedure, the peripheral vision probe had a connection error, everything was reattached. The diagnostic procedure was completed with no reported injury.